Event description:
The manufacturer received information from the patient's family alleging the touch panel was not responding for a trilogy evo device. A sales representative contacted the patient's family, who stated that there was no change in the touch panel after restarting the device. The sales representative replaced the device with another one. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation. The manufacturer's service technician evaluated the device but was not able to confirm the issue on the device. The manufacturer's service technician proactively replaced the device's display to address the reported issue on the device. After the part was replaced, a final and run-in tests were performed along with the battery and valve checks. The manufacturer's service technician found the device operational, and it was cleaned.